Manufacturer narrative:
(B)(4).

Event description:
'Burnt mouth' [burned mouth]; 'stinging sensation' [stinging mouth]; dryness of mouth worsened [mouth dry aggravated]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6)-year-old female patient who received glucose oxidase, lactoperoxidase, lysozyme (biotene dry mouth mouthwash) mouth wash (batch number 5b26c1, expiry date 31st january 2018) for dry mouth. On (B)(6) 2016, the patient started biotene dry mouth mouthwash (oral) at an unknown dose and frequency. On (B)(6) 2016, 0 min after starting biotene dry mouth mouthwash, the patient experienced burned mouth (serious criteria gsk medically significant), stinging mouth, mouth dry aggravated and off label use. Biotene dry mouth mouthwash was discontinued on (B)(6) 2016 (dechallenge was unknown). Rechallenge with biotene dry mouth mouthwash was positive. On an unknown date, the outcome of the burned mouth, stinging mouth and mouth dry aggravated were not recovered/not resolved and the outcome of the off label use was unknown. It was unknown if the reporter considered the burned mouth, stinging mouth and mouth dry aggravated to be related to biotene dry mouth mouthwash. Additional details: this case was received via (B)(4) from a consumer. A consumer called in to report that she and her mother used the new formulations of biotene dry mouth mouthwash, and subsequently had [?]burnt mouth and described it as a stinging sensation and the dryness of their mouth worsened'. She also tried to use the mouthwash again, this time diluting it with water (off-label use), but experienced the same thing. They went to the doctor who advised them to discontinue the product, hydrate and suck some lollies to produce saliva. The doctor also asked the patient to return for follow up on (B)(6) 2016. No other treatment or medication was given.